Event description:
Purchased tandem t-slim insulin pump at the end of (B)(6) 2014. A single physical button must be pressed in order to activate the pump and use the touch screen. In (B)(6) 2014, the button on my pump would not work. I was unable to do anything with my pump unless I used a work around of momentarily connecting a charger to the pump, which activated the touch screen and allowed for bolus programming. The pump was replaced the next day after a call to customer service. After approximately 3 weeks of using of using the second pump, my pump started alarming during my drive to work. I had changed the cartridge that morning and the pump did not like the cartridge. I tried changing the cartridge and received the same error message with new cartridge. I called technical support, reviewed error messages over the phone and discovered that it was error 19. Since I got the error with 2 cartridges, I was told that there was a problem with the pump and it needed to be sent back. I received a third pump on 10/03/2014. I have had no ill effects, but have needed to transition to basal bolus insulin twice in the fewer than three months I've owned a t:slim pump.